Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
D4: the possible serial numbers are (B)(6) or (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a pump issue, the patient inspected the line and confirmed there were no kinks and all clamps were open, and a nurse was contacted to troubleshoot and confirmed, following troubleshooting, that the pump had resumed functioning. The patient confirmed the pump indicator was green and displayed running. The issue occurred during patient infusion and no symptoms were reported.